Manufacturer narrative:
Date of event: date is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) and complaint history for this product could not be reviewed because the part and lot numbers were not reported. The reported patient effect of myocardial infarction is listed in the hi-torque wire instruction for use as a known potential patient effect associated with the use of a wire in coronary or peripheral arteries and / or biliary tree. Based on the case information, cause for the reported difficult to remove and delamination was based on the circumstances of the procedure. In this case, the wires were intentionally jailed behind stents in bifurcation cases. A conclusive cause for the myocardial infarction, foreign body in patient, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: safety of hydrophilic guidewires used for side-branch protection during stenting and proximal optimization technique in coronary bifurcation lesions.

Event description:
It was reported through a research article identifying whisper guide wires that may be related to the following: minimal resistance when removing guide wires from underneath the stent, resulting in polymer shearing, foreign body in patient and potentially myocardial infarction. Details are listed in the attached article, titled ¿safety of hydrophilic guidewires used for side-branch protection during stenting and proximal optimization technique in coronary bifurcation lesions".